Manufacturer narrative:
A compressor mini was not turning on. The service engineer replaced the drainage valve and the motor capacitor and the compressor could turn on. If the capacitor is broken, the motor would not start. The drainage valve is part of the system that reduces the amount of moisture in the compressed air. When the damp has condensed, the function of the drainage valve is to open the transport of the water to a drainage bottle. In the start-up sequence, the drainage valve will also release the pressure in the compressor cylinders to have a smother start of the compressor. If the drainage valve is not working according specifications, it could lead to a situation where the compressor is not starting as expected. Alarms will be activated both on the compressor and a connected ventilator. If the compressor fails to supply air the connected ventilator will switch to pure oxygen delivery and alarms for high oxygen concentration will be generated. If, in addition, no oxygen is connected to the ventilator, ventilation will stop. Alarms will be generated. The conclusion in this matter is that the compressor motor start capacitor and/or drainage valve was defective. As no goods were returned for investigation, no root cause why the motor capacitor and/or the drainage failed could not be determined.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the compressor did no start. There was no patient harm. Manufacturer's ref.#: (B)(4).